Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A nl 8501214 was implanted. Upon flushing, the unit leaked between the connector and the lube. The patient's age, gender and underlying medical condition is unknown. The unit was removed and the unit was replaced with the same type of reservoir during the same procedure. The patient did not incur any injury as a result of this event.